Manufacturer narrative:
The backlight inverter was replaced by the service center to correct the reported problem. The manufacturer verified the reported problem. Found fuse f1 is blown on backlight inverter board.

Event description:
It was reported that the screen went blank. The ventilator continued to ventilate but the screen was black. This happened while connected to a patient, there was no patient harm reported and the patient was placed on another ventilator.